Event description:
The customer reported, the device was shutting down. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device was shutting down. No pt involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.